Event description:
The device received has been classified as an un-reconciled blind unit. No further information regarding this device is available.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad melted. No pieces were missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. According to the IFU the following precautions should be followed: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.